Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/24/2014 with the following findings: visual inspection revealed that the battery compartment was cracked from the opening down to the bumper pad. There was evidence of moisture observed inside the battery compartment. A leak test was performed and a battery compartment leak was found. Unrelated to the complaint, evaluation revealed that the display text was faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.